Event description:
Incident as reported: during the middle of the procedure, after removing the "gel" portion of the appliance, the surgeon noticed the plastic sleeve torn away from the ring.

Manufacturer narrative:
This incident was not reported to applied medical. We have contacted the hospital and have requested the return of the event sample for our investigation. A follow-up report will be sent upon completion of the evaluation.